Manufacturer narrative:
This report is submitted on september 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the implant and subsequently the device was explanted (date not reported).